Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in pacing impedance, high sensing integrity counter (sic), visible noise and oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.